Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while exercising and went to the clinic. It was noted that during the recorded episode, there was a complete change in the pt's qrs morphology and there was both undersensing and oversensing of t-waves. The delivered shock reverted the morphology back to normal. The pt did not have any symptoms of palpitations or was aware of anything out of the ordinary. No adverse pt effects were reported. Testing was performed but positional changes did not reproduce the morphology changes observed in the episode. A memory download was performed and sent to boston scientific technical services (ts) for eval. A review of the data confirmed that there was a morphology change in the episode before and after the shock. From the egms, it appeared that the pt was exercising very vigorously for a sustained time of 15 minutes with a heart rate eventually reaching 185 bpm. The sensing up to shock delivery was normal. Prior to shock delivery, some undersensing was noted related to large/small amplitude variations and elevated t-waves. Double counting of the t-waves occurred, which then resulted in therapy delivery. The ts consultant discussed what additional testing could be performed to determine the reason for the pt's morphology change. Until then, the current sensing vector still appears to be appropriate for this pt. The s-ICD remains implanted and in service.